Manufacturer narrative:
H3: product analysis for product ID nim4cm01 found usb port is broken, carrier board failure, crm card and pmb are corrupt. Product analysis for product ID: nim4cpb1 the reason for return could not be confirmed, all connections (cable, wireless and docked) were established without any issue. The device received in good condition. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Fdr code c19 and fdc d20 are applicable for product ID nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: fdm b17 and fdr c20 are applicable for product ID: nim4cpb1 h3: product ID: nim4cm01 analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional code img g02050 is applicable for product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up device had wireless connection interruption. Site tried to use the connection cable but it also failed. Repositioning was done but issue did not resolve. The procedure was completed without nim. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). D10 previously submitted patient interface serial number was wrongly submitted and has been updated. H4: manufacturing date for product ID nim4cpb1 is 2024-09-23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.